Event description:
It was reported that a remote transmission showed atrial lead undersensing during atrial arrhythmias. Erroneous atrial pacing and low amplitude p waves were noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.